Event description:
During routine mouthcare, while suctioning patient with a yankauer, the tip of the yankauer came off. Product used was covidien argyle flexible yankauer. The sump tip is what broke off the product. Piece was lost in the patient's oropharynx. Unable to retrieve or visualize it.